Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg-2990k is available in the USA with a 510k number: k131902. We checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube (ift) coating damage, the insertion flexible tube (ift) compressed, the light guide cable compressed, the light guide cable buckled, the suction channel buckled, the angle wire play, the control knob pivot corroded, the r/l lock knob corroded, the air/water nozzle deformed, the segment steel braid deformed, the control knob pivot deformed, the biopsy inlet t-piece deformed, the bending rubber leak, the light guide cable leak, the root brace rubber cut, the objective lens unit scratched, the junction case loosened, the lg prong top loosened, the eog valve loosened, the lg root brace rubber disinfections damage, the insertion flexible tube (ift) worn out, and the distal body worn out; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout ).